Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2267 alarm, which occurred on the homechoice (hc) during use, during drain 1. The home patient (hp) stated that she disconnected during day dwell 1 and did not reconnect to the hc. The technical service representative helped the patient to start over with new supplies. The tsr also instructed the hp to contact the registered nurse (rn) about the se 2267. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2011 and she did discuss the alarm with the patient. They resumed therapy that day after starting over with new supplies. The patient did not report anything wrong with any of the previous supplies. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.